Event description:
A healthcare facility in the (B)(6) reported, that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint mr850 respiratory humidifier is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in the utah reported, that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was not recieved by fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer. Results: the customer reported that the audible alarm of a mr850 respiratory humidifier was not functioning. Conclusion: without the complaint device, we are unable to confirm that the audible alarm were not functioning. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual states that "all servicing procedures shall be followed by a humidifier functional test and an electrical safety test, to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.